Event description:
It was reported that the patient presented for a follow-up in clinic with the skin of the device pocket appearing red, swollen, and experiencing discharge. The physician explanted the entire system ¿ implantable cardioverter-defibrillator (ICD), right ventricular lead , left ventricular lead and atrial lead due to infection. The leadless pacemaker was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The cause of infection could not be traced to the device.